Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in (type 1 bone). Primary stability and osseointegration were not achieved. The clinician states that primary stability could not be achieved. The implant was removed on (B)(6) 2013. Another implant was successfully placed during the surgical procedure. Medical history: smoker.

Manufacturer narrative:
Primary stability was not achieved. Another implant was successfully placed during the surgical procedure.